Event description:
It was reported that this pt's device was explanted in 2006, due to a skin flap infection. There will be no reimplantation surgery, since the pt reportedly received no benefit from the device in terms of speech and language development.

Manufacturer narrative:
This is a final report.